Event description:
It was reported that the 9800 sys displayed a low ma error. There was no report of pt injury.

Manufacturer narrative:
The customer cancelled the svc call. They stated they would replace the high voltage cable and make repairs. They will contact us if add'l svc is required.